Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Handpiece wouldn't spin during evaluation due to bottom drive gear damaged. Inspected turbine and see no bearing failure. Handpiece did not overheat. Bottom gear drive needs replaced on handpiece.

Event description:
It was reported that a midwest e plus 1:5 ca overheated during use; no injury resulted.